Manufacturer narrative:
(B)(4). The reported backup vvi (bvvi) was not confirmed in the laboratory. Upon receipt, the reset log showed the device was restarted on (B)(6) 2015 and all previous information stored was lost. The device was tested on the bench and no anomalies were found. The cause of the bvvi could not be determined.

Event description:
It was reported that the patient presented in ICU due to left ventricular assist device. Device interrogation revealed bvvi. An attempt to retrieve device images was unsuccessful due to external defibrillation that was applied multiple times for vt. High voltage therapy was disabled. Device download and interrogation were performed successfully. Session records were sent for further investigation. Upon interrogation battery data was not available; yet, later alert for eri was received. The patient was scheduled for vt ablation procedure. The device was explanted and replaced.